Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735765: unknown, UDI#: unknown ; product ID: 9735795r: unknown, UDI#: unknown h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the main cart monitor was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's main cart monitor was still experiencing intermittent power issues. When the issue occurred, the monitor goes black; it did not display any error messages. Issue has been occurring for several months, usually resolves with a reboot. While troubleshooting the clinical consultant (cc) ensured the monitor power cable was seated properly on both ends (ups and monitor). Nothing seemed loose, although cc discovered the grounding cable was not connected. Ups seemed to be functioning normally; ac light was solid green, batt light was solid amber, err light was off. The probable cause was the main cart monitor power chain consisted of (1) ups, (2) power cable from ups to monitor, (3) monitor). It was believed the root cause was related to one or more of these components. Per system's history, both the ups and monitor were replaced one year ago. Issue seemed to have started occurring after these part replacements. Ups was replaced with a brand-new ups, but monitor was replaced with a refurbished unit. It was believed sending another monitor and power cable is warranted, as it's more likely that a refurbished part would malfunction than a brand-new part. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6) the 9735795r monitor was returned to the manufacturer for evaluation. It was reported that there was no physical damage. The touch works and the sound works. No failures were found. The 9735765 cable was returned to the manufacturer for evaluation. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.